Event description:
It was reported that during a supply change the connector would not lock into the ilet, and the user was unable to turn or secure the connector when tested alone; the reported lot number for the connector was 33426. Symptoms included no adverse clinical effects. Outcomes included no alerts or alarms and no need for medical care. Investigation included guided troubleshooting and user education, including isolating the connector and recommending replacement. Investigation of this case revealed a connector attachment difficulty consistent with a device connection problem localized to the connector component. It was concluded, based on previously established findings for similar reports, that user technique or a component-specific fit issue was the most probable cause.